Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician could not implant the lead due to patient anatomy. As a result the trial was abandoned on (B)(6) 2018.